Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms during bolus. Customer's blood glucose was 321 mg/dl. When customer removed infusion set after receiving a no delivery alarm, it was found that cannula was bent. Customer repoted of having issues with scar tissue. Customer reported of being in the hospital at the time of call due to diabetic ketoacidosis and was not able to return infusion set.